Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that it was unknown what caused the ins to shift. Things were working fine, then suddenly they were not. The ins shift had been resolved. No steps were taken. Then they became ill and were hospitalized (which was unrelated to the device or therapy). Shortly after being released, suddenly everything was working well. The replacement device was never installed. Nothing was changed, but suddenly everything started working fine and continued to do so.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that patient needed to charge her ins because ins hadn't charge since last saturday and ins was off because it was low on charge. Patient asked for assistance with using the recharger to charge ins. Patient service (ps) assisted patient with using recharger and patient getting all coupling bars, ins 25% and insr 100% charged. All the bars were gone and she had to work hard to get the bars again. She had difficult time getting the bars all the time. Patient did not have fall or trauma. She thought ins moved or shifted this year because she used to be able to get all the couplings until this year. Ps reviewed best practice for recharging ins and recommended using the recharging belt to keep insr antenna in place and patient said the belt was at her home. No patient symptoms were reported.